Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely reported malfunction is caused by damage and water ingress in the universal-plug unit due to repeated physical stress. A root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of blurry image. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, water was leaking from the universal-plug unit causing noise on the screen was found. There was no patient involvement.